Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low"; specific value not provided. Suspected cause was due to the customer¿s settings requiring adjustments. Customer monitored their bg and updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.